Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. The reported malfunction was not observed during functional evaluation. The complaint was not verified. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device that could have contributed to the reported event, include issues with a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up, the camera control unit was not capturing images. It is unknown how the procedure was completed. No significant delay and no patient injury or other complications were reported.